Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, pain, discomfort and stiffness.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown with discomfort, pain and stiffness. The devices remain implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
G.3 for initial emdr-01617 was inadvertently left blank, the correct g.3 date is 02/jun/2021. Information concerning this record had previously been sent under manufacturer report number : 9617229-2022-09348. All further information regarding this record will be sent under manufacturer report number : 9617229-2021-16609.

Manufacturer narrative:
Information concerning this record had previously been sent under manufacturer report number : 9617229-2022-09349. All further information regarding this record will be sent under manufacturer report number : 9617229-2021-16609.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Healthcare professional reported right side capsular contracture baker IV.